Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: no product has been returned at this time so, no analysis was able to be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Please see mfg report # 1627487-2010-02410 for device 2. On (B)(6)2010, the pt was implanted with an scs system. When the clinical specialist met with the pt the day following her implant, the pt had partial stimulation. Full diagnostics on the cervical penta lead show readings of over 22,000 ohms on contacts 9-16. The pt was not awakened during surgery and the systems were not turned on until meeting with the clinical specialist. The physician ordered x-rays and it could be seen that the lead had migrated to the left. The anchor and strain relief loop were intact with the anchor located up close to the paddle of the lead. The lead was explanted on (B)(6)2010.